Event description:
It was reported that on (B)(6) 2013, when the paramedics arrived on scene, a female patient was in a peri-arrest period before regression into a full cardiac arrest. The autopulse¿ resuscitation system was on the table and the lifeband was open. The patient was placed onto the autopulse device and approximately 10 minutes later, the patient went into a pea (pulseless electrical activity) state. When the autopulse¿ device was powered on, it provided an indication to ¿refit lifeband¿. This action was unable to be performed immediately as crew attempted to gain a definitive airway. Manual compressions were continually performed. After a definitive airway was established and maintained, customer replaced the lifeband with a new one. The lifeband appeared to be fitted correctly. Next, the autopulse¿ device displayed an ¿align patient¿ on platform message. Once the autopulse¿ was turned back on, the same message to ¿refit lifeband¿ occurred again. The lifeband was removed and the patient was repositioned. The lifeband was checked before replacing it and the autopulse¿ displayed another ¿align patient¿ message on the platform. Once the autopulse¿ platform was placed under the patient, it analyzed the patient in an attempt to adjust to the patient¿s chest size. Twice the autopulse¿ device indicated to ¿pull up lifeband¿ and reposition the patient. The patient was moved slightly resulting in the ¿refit lifeband¿message occurring again. This issue eventually became an obstacle to the efficiency of the crews resuscitation efforts. Therefore the autopulse was placed to the side and manual CPR was performed, for the duration of the call. The decision to discontinue patient recovery efforts was made by the physician and staff. No additional details were provided.

Manufacturer narrative:
Customer indicated that daily equipment checks were performed on the morning of the event and battery was turned on and off with the correct message indicated in the display. Product in complaint was returned to zoll circulation on 12/03/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.